Event description:
It was reported that the lead, at implant, showed high thresholds, a high impedance of 2890 ohms, and sensing difficulty. The physician pulled the lead out and tested the helix. The helix initially was able to be advanced and retracted in thirty turns, however then the helix could not be advanced and was stuck in the lead. The lead was not used and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has now been returned. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The device has now been returned. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.